Manufacturer narrative:
Additional information: the peritonitis occurred on an unspecified date in 2018, reported as "perhaps at the beginning of 2018". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in a peritoneal dialysis infection. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in a peritoneal dialysis infection. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with unspecified intraperitoneal drugs for the event. At the time of this report, the patient was recovered from the event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined follow up.